Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, on (B)(6) 2018 with blood glucose level over 700 mg/dl and the current blood glucose level was 193 mg/dl. The customer was assisted with troubleshooting. The customer was treated with intravenous insulin for high blood glucose. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging insulin pump was under delivering because customer¿s blood glucose kept rising despite bolus. The device will be returned for analysis.